Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurement during the implant procedure when using the antimicrobial mesh pouch. The measurements were normal when not using the antimicrobial mesh pouch. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.